Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# 7648509, qty# (B)(4)) was received at us cq. Upon visual inspection at cq. It is observed that the protection sleeve component was missing from the assembly. It is also observed that the needle component of the device was bent and broken. No other issues were identified with the returned device. This complaint condition was confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# 7648509). No definitive root cause could be determined based on the provided information. Protection sleeve might have got misplaced during sterilization. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part # 319.006, synthes lot # 7648509, supplier lot # na, release to warehouse date: 16 apr 2014, manufactured at synthes jennersville. No ncr's were generated during production.,part # 319.006, synthes lot # 7648509, supplier lot # na, release to warehouse date: 16 apr 2014, manufactured at synthes jennersville, no ncr's were generated during production. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a synthes employee. Part 319.006, lot 7648509: release to warehouse date: april 16, 2014. Manufactured at synthes (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A photo investigation was completed: the complaint device was not received for investigation. The following investigation is based on the images provided. The images were reviewed, and the complaint condition could be confirmed as the needle of the depth gauge was found to be broken and bent. Also, the protection sleeve component was missing in the pictures. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. The complaint condition was confirmed. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported during inspection it was noticed the probe of the depth gauge snapped off. This report is for a depth gauge. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.